Event description:
It was reported that the 7900 system had an intermittent monitor failure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call.